Event description:
It was reported that the device's internal battery was discharged. The customer installed a new charge-pak assembly, but the device would still not power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control performed an initial evaluation on the device and was unable to verify the reported failure. It was observed that during initial download that device logged several event codes. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and was unable to reproduce the power up failure. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.